Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt latch not secure) has been confirmed. Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt receptacle was damaged. The root cause for the damaged receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to connect to the electrode belt.